Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 8039358. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records were received on 14 jun 2019. They were reviewed for MDR reportability on 02 oct 2019. On (B)(6) 2015, the patient underwent bilateral knee arthroplasties due to degenerative joint disease. This pc is to capture the right knee. Patient was implanted with an attune knee and the patella was resurfaced. Depuy cement products were used during the primary operation. The surgeon reported no complications. On (B)(6) 2019, the patient had a right knee revision to address failed right total knee arthroplasty with loose tibial component at the implant/cement interface, swelling, and pain.. The femoral and patella were noted to ¿look good¿ and were not revised. Depuy cement was used during the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2019; (right knee).